Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. While still on the scene before patient transport, the autopulse platform shutdown unexpectedly after about 20 minutes of performing compressions. To troubleshoot the issue, the ems crew swapped multiple batteries. However, the autopulse would power on and then shut off again. The customer reported that the platform shutdown three times during this reported event. Eventually, the ems crew used another autopulse platform to continue the resuscitation. The second autopulse platform functioned appropriately and as intended. The customer stated that the reported issue caused prolonged CPR pauses while switching back and forth between batteries and platforms. No consequences or impact to the patient. Two autopulse li-ion batteries s/n (B)(4) and s/n (B)(4) were used during the reported event. However, the customer was unable to recall which battery was used first. As per the customer, both batteries were fully charged before inserting them into the autopulse platform. After the call, both batteries were successfully charged again and were used to test the reported autopulse platform with a mannequin. The autopulse platform functioned as intended, and the reported issue could not be replicated. Additionally, both batteries were tested in another autopulse platform, and the second platform functioned as intended as well.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) shutdown unexpectedly" was confirmed based on the archive data review but not during functional testing. No device malfunction was found during testing, and the platform functioned as intended. During visual inspection, the front enclosure was observed cracked at the front-end area. Also, the bottom enclosure had multiple cracks in its screw well area. The observed physical damages were unrelated to the reported complaint, and they appeared to be the characteristics of harsh impacts due to user mishandling. The front and bottom enclosures will be replaced to address the issues. A review of the autopulse platform archive was performed, and it showed four incidents of under-voltage <18v (unexpected shutting off) on the customer's reported event date; thus, confirming the customer's reported complaint. The customer returned the two autopulse li-ion batteries s/n (B)(4) and s/n (B)(4) that were used during the reported event. The archive data files of the two batteries were reviewed and revealed that on/around the customer's reported event date, both batteries recorded over current faults while inside the autopulse platform. The possible cause for the observed errors is that the autopulse was demanding an excessive current for unknown reasons. The autopulse platform passed the initial functional test without any fault or error. During further testing, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until fully discharged. The autopulse platform passed the test without any issues, unable to replicate the customer's reported complaint. The customer's batteries were successfully charged at zoll, and the autopulse platform was subjected to a run-in test using the lrtf with the customer's batteries until fully discharged without any problems. The root cause of the customer's reported complaint could not be conclusively determined, but it might have been caused by an intermittent issue on the power distribution board (pdb). The pdb was replaced as a preventive precautionary measure. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).